Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This is being reported as follow-up #1 on the 07/02/2014 becouse we obtained additional information indicating that the actual complaint was an unknown error.